Event description:
26 week premie with multiple problems in an isolette. 0800 the infants heartrate noted to be elevated, temperature noted to be 108 rectally. Isolette set on skin probe found at foot of bed. Baby cooled down slowly, multiple tests performed. No changes seen in EKG, head ultrasound, an eeg shows normal activity patterns appropriate for neonate. Isolette checked by biomed engineering -- no problems found.device not labeled for single use. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, user education provided, inserviced by biomedical engineering dept. Staff, inserviced by other facility staff. The device was not destroyed/disposed of.